Manufacturer narrative:
(B) (4).

Event description:
Medtronic rep reports a loss of therapeutic effect to the pt's shoulder and a revision is planned. No further info is available at the time of this report. Additional info has been requested.